Manufacturer narrative:
It was reported that the physician smelled something burning at the start of the case. The caller noted that the ngen generator was on, but the pfa generator was used for ablation. The caller stated that the burning smell was still there by the end of the case. Additional information was received indicating the smell was coming from where the carto 2 system patient interface unit (piu) and ngen generator were located; hard to decipher which one was causing the issue. The smell was described as an unexpected ¿plastic burning¿. There were no visible fire or flames and no melting or carbonized equipment. Device evaluation details: the device investigation has been completed as service was declined by the customer and no further information was provided. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and ngen generator and was a ¿burning smell¿ being emitted. It was reported that the physician smelled something burning at the start of the case. The caller noted that the ngen generator was on, but the pfa generator was used for ablation. The caller stated that the burning smell was still there by the end of the case. Additional information was received indicating the smell was coming from where the carto 2 system patient interface unit (piu) and ngen generator were located; hard to decipher which one was causing the issue. The smell was described as an unexpected ¿plastic burning¿. There were no visible fire or flames and no melting or carbonized equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).